Event description:
Procedure performed: mitral valve valve-in-valve replacement with the transapical sapien 3 bioprosthesis as well as the deployment of the 23 mm transapical transcatheter aortic valve replacement sapien 3 valve. During the procedure: with the amplatz wire in position, the appropriate fluoroscopic projection for the valve deployment was determined by moving the x-ray source to make sure that the orthogonal projections for the valve onto the x-ray plain were obtained. With that performed, the 18-french sheath was inserted into the left ventricular apex. With the sheath in position, the valve was delivered into the left ventricle and deployed under conditions of rapid ventricular pacing. Immediately after the deployment, we noticed that there was no blood pressure and that the axis of the valve was off the axis of the original bioprosthesis. Therefore, we suspected the deployment in the aortic annulus. This caused the patient go into cardiac arrest and was without blood flow approx. 13 mins and suffered an hypoxic brain injury.